Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and found the problem was within the pneumatic module assembly. To address the issue the stm removed and replaced the pneumatic module assembly and performed all functional checkout procedures, during functional checks the stm found the 9v backup alarm battery to be depleted, I replaced 9v battery and checked for proper function. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) produce "gas loss" alarms. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.